Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient had frequent ipg charging and was experiencing pain at the ipg site. The patient underwent an ipg pocket revision and ipg replacement procedure. The patient was reportedly doing well postoperatively.